Event description:
Reporting status: malfunction, reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that during advancement of the stent delivery system (sds), the stent dislodged onto the shaft from the catheter after resistance was felt going through the rotating hemostatic valve (rhv). No patient effects were reported. No add'l event or patient info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that there was another company's rhv returned with blood visible in the housing, rotator and cap. There was a stent implant in the rhv, in the black seal below the cap. The sds was not returned. There was thick blood visible on the stent implant. The cap was in an opened position. The stent implant was washed off prior to taking the measurements. A laser micrometer was used to measure to outer diameter of the stent implant. The proximal outer diameter was measured distal to the flattened struts. These did not meet mfg criteria. A pin gauge was used to measure the inner diameter of the returned rhv. The cap of the rhv was removed and the stent implant was pulled out of the black seal. The first two rows at the proximal end of the stent implant were flattened. The rest of the stent implant was not damaged. A new ultra sds was used to advance through the rhv, and there was no resistance noted. Product performance engineering reviewed the incident info and analysis of the returned rx ultra stent implant. It was reported that during advancement of the sds, the stent dislodged onto the shaft of the catheter after resistance was felt going through a non-abbott rhv. The ultra sds was not returned for analysis. Which would have assisted in the investigation, in addition, no damage was reported as being noted during the inspection prior to use. Analysis found the stent implant returned inside the rhv. Blood was visible in the rhv and on the stent, indicating that sds had been inserted into the body, as reported. The stent was removed from the rhv and it was noted that two rows of proximal struts were flattened. This portion of the stent was stuck inside the seal of the rhv and the damage likely happened as the sds was being pulled out through the rhv. A new ultra sds was able to pass through the returned rhv without resistance. Additionally, the stent outer diameter dimension was outside of the accepted mfg specification. However, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. All online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The release testing data was also reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement and resistance in this case cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.